Manufacturer narrative:
(B)(4). Biomet assumed reporting responsibility of these devices. The product was returned to depuy and was evaluated. The sheath would not fit in the appropriate jig holes. Visual inspection found numerous gouges and nicks and had the appearance of being heavily used. The lip of the sheath was damaged and no longer round. It appeared that the cause of the event was related to heavy usage and wear out of the device. Review of the complaint history indicated that this is the only reported issue for these lots of product. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-08558 / 08559).

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a right total ankle arthroplasty on (B)(6) 2011. Subsequently, patient reported unspecified medical complications allegedly due to the use of versanail instrumentation. Additional information received from patient's legal counsel alleges patient underwent right foot fusion arthrodesis achieved with 15x10mm nail locked in compression on (B)(6) 2011. Patient's legal counsel further alleges the locking screws had not been correctly aligned during the procedure. No revision procedure is alleged; however patient's legal counsel alleges patient elected to have below knee amputation of his right leg in (B)(6) 2014 reportedly as a result of ongoing deformity of the right foot. Patient medical record reports amputation occurred (B)(6) 2014. This report is based on allegations contained in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
It was reported that patient underwent a right total ankle arthroplasty on (B)(6), 2011. Subsequently, patient reported unspecified medical complications allegedly due to the use of versanail instrumentation. There has been no reported revision procedure to date. This report is based on allegations contained in plaintiff's complaint, and the allegations contained therein are unverified.